Manufacturer narrative:
Follow-up # 1 date of submission 2/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/16/2017 with the following findings: a review of the pump histories showed cancelled boluses. All of the cancelled boluses were due to occlusion alarms associated with a high force and one was due to a 167¿rf timeout warning. The delivered boluses on each day correctly matched the total daily dose (tdd) bolus history. There was a manual 10 unit audio bolus and a 10 unit normal bolus performed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20 units. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): the bolus totals do not match (>5% different). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery